Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported experiencing vomiting for 36 hours and elevated blood glucose of approx 300 mg/dl in 2009. The pt was hospitalized in the intensive care unit and treated for intestinal flu. The pt attempted to lower blood glucose by bolusing through the infusion device with no success. Blood glucose levels elevated to 617 mg/dl and the pt injected insulin via pen. The pt then found that the insulin cartridge was broken inside of the infusion device. The pt stated that the piston rod was oxidized and "slanted". The pt's normal blood glucose level is 100-140 mg/dl. No further info is available. The infusion device was requested to be returned for evaluation.